Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the removal and installation of cartridges have been difficult. Reportedly, the customer stated peeling and paint chipping on the back of the pump and cartridge bay. The customer's blood glucose level was not impacted. The customer reported would use the pump until replacement arrived.